Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis showed that the device was in backup mode due to normal battery depletion.

Event description:
It was reported that a device was unable to be interrogated and was in back up mode. The device was explanted.